Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three minicaps were cracked. This issue was observed while the minicaps were in use with patient involvement. There had not been any damage to the shipping carton or packaging. The care giver stated the minicaps had felt stiffer than usual and didn¿t seem to lock into place. The sponges were all the way at the tip of the cap, and appeared to have more betadine than usual. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
This lot was manufactured (B)(4) 2017 - (B)(4) 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.